Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based on upon the reported information.

Event description:
It was reported that, "hospital staff reported that when biopatch becomes blood stained: it becomes difficult to remove from the PICC; it is difficult to observe the blood staining thru the top of the biopatch. The new rising on the blue side seems to hide to ease of which they can visualize the bleed into the patch" no reported adverse events. No patient consequences.